Event description:
Per the audiologist, the pt reported having facial nerve stimulation following a traffic accident. Results of an integrity test done (date not reported) showed "the implant was compromised". The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.